Event description:
The consumer reported via medwatch (mw5113931) three (3) false negative results with the binaxnow covid-19 self-test using an unknown lot number performed on or around (B)(6) 2022 on an unknown sample type. This MFR. Report addresses test three (3) of three (3). The tests were taken 24 hours apart for three consecutive days. Confirmation pcr testing (unknown platform and sample type) was performed and generated positive results. The patient was symptomatic and exposed to covid-19 in their household. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Investigation conclusion: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : single use; device discarded.

Event description:
The consumer reported via medwatch (mw5113931) three (3) false negative results with the binaxnow covid-19 self-test using an unknown lot number performed on or around (B)(6) 2022 on an unknown sample type. This MFR. Report addresses test three (3) of three (3). The tests were taken 24 hours apart for three consecutive days. Confirmation pcr testing (unknown platform and sample type) was performed and generated positive results. The patient was symptomatic and exposed to covid-19 in their household. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. Single use; device discarded.